Manufacturer narrative:
(B)(4).

Event description:
It was reported that right atrial lead exhibited intermittent noise which caused inappropriate hv therapy. The lead noise had been seen in past episodes. No intervention was reported. No additional information was available at this time.